Event description:
It was reported that the pt has been making excellent progress with his cochlear implant and attends a school for normal hearing students. He is however, completely dependent upon his implant. In 2007, it was seen that the device was showing signs of malfunctioning. During a check carried out in 2008, the pt complained about intermittency in his hearing perception and hearing strange noises. The pt was given new external equipment, but the pt was not able to tolerate it. He totally refused to wear his new and his old speech processors, stating that the sound he experienced was terrible. Testing carried out which showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.